Event description:
Pt with sudden pump stop this afternoon while connected to power module. Controller exchanged and at the same time the patient was placed on batteries. When switched back to power module, pump stopped. Different power module obtained and pump stopped once again. Patient left on batteries no further alarms. Patient eventually placed on no ground patient cable when arrived in ICU. X-rays obtained of entire driveline internal and external.